Manufacturer narrative:
The power supply has been requested, but not yet received by the manufacturer for further investigation. Apart from the reported blood loss, no other clinical consequences for the patient were reported.

Event description:
The machine failed with a bang during the treatment, as reported by the sales agent. The field technician changed the power supply and the machine worked properly. There was no reported blood loss. The complete extracorporal volume, ca, 140ml was lost.